Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02359; 3005168196-2018-02360.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior cerebral artery using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed a pc400 in the target location using a px slim delivery microcatheter (px slim). The physician then advanced a pc400 into the target location and attempted to rotate the coil. However, the physician found that the pc400 had unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter with the pc400 inside, and then reinserted the same px slim. This same issue then occurred with two other pc400s and the procedure was ended at this point. The patient expired 24-hours post-procedure due to the initial subarachnoid hemorrhage.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured at approximately 5.0 cm and 176.0 cm form the proximal end. The distal portion of the pusher assembly with distal detachment tip was not returned. The embolization coil was detached and was not returned for evaluation. Conclusion: evaluation of the returned smart coil pusher assembly revealed a fracture 5cm from the proximal end and the ddt was sheared off. Either a fracture of pusher assembly or the ddt shearing off would allow for the embolization coil to detach; however, it is unclear which occurred first and resulted in the unintentional detachment. The distal portion of the pusher assembly, embolization coil, microcatheter, and other two smart coils were not returned; therefore, the root cause of the fractures was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.